Event description:
Healthcare professional reported "deflation left saline implant." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation left saline implant." Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles inside the device and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/ shell bond edge and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge to an unidentified (tear) opening. A striated opening in the radius side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "deflation left saline implant." Device explanted.